Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent unexpected resets occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer reloaded the same cartridge and continued to use the pump for insulin therapy.